Manufacturer narrative:
Other relevant device(s) are: etlw1624c93ej; serial number: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted during an endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported approximately 4 years post the index procedure follow up CT showed a type ib from the ipsilateral periphery of the right etbf2516c145ej. Intervention was completed and etlw1624c93ej was placed until the right eia and iia branch as an additional treatment, but the endoleak did not disappear, so etlw1616c93ej (v30600451) and etlw1613c93ej (v30498440) were additionally implanted and the right eia landing was performed, the type ib endoleak was confirmed as resolved. As per the physician the cause of the type ib endoleak is undetermined. No addition clinical sequalae was provided and the patient is fine.